Event description:
Additional information was received from a foreign healthcare provider via a company representative. There had been no more alarms since the reprogramming so it was believed everything was alright now. The serial number and implant date of the pump was unable to be provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from a foreign healthcare provider (hcp) via company representative (rep) regarding a patient receiving baclofen (250 mcg/ml, 30.01mcg/day) via implanted infusion pump. It was reported that the patient's pump had alarmed yesterday on (B)(6)2024 (critical alarm) every 10 minutes for no apparent reason. There was also an alarm this morning, (B)(6)2024 at about 11:00 am. As part of the inspection, notification of engine stop was noted the previous afternoon. The patient was at home watching tv with their laptop on their lap. After controlling, everything had been fine. There were no actions/interventions completed to resolve the motor stall. The issue was resolved at time of report. According to the logs provided, error code 529 occurred. The motor stall occurred on (B)(6)2024at 16:35 with a recovery the same day at 17:36. The patient's age, weight, and medical history were asked, but unknown. The patient's status at time of report was alive - no injury. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.